Event description:
It was reported to boston scientific corporation that an agile esophageal otw fully covered stent was implanted in the esophagus and stomach to treat a malignant ulcerating mass in the distal esophagus during an upper gastrointestinal (gi) endoscopy procedure performed on (B)(6) 2024. On (B)(6) 2024, post stent placement, it was noted that the stent had migrated causing the patient to be unable to eat. The stent was subsequently removed using graspers. The patient's condition was reported to be well.

Manufacturer narrative:
Block a4: patient's weight: 135.6 kg. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e1203 captures the reportable event of patient was unable to eat.

Event description:
It was reported to boston scientific corporation that an agile esophageal otw fully covered stent was implanted in the esophagus and stomach to treat a malignant ulcerating mass in the distal esophagus during an upper gastrointestinal (gi) endoscopy procedure performed on (B)(6) 2024. On (B)(6) 2024, post stent placement, it was noted that the stent had migrated causing the patient to be unable to eat. The stent was subsequently removed using graspers. The patient's condition was reported to be well. Additional information received on august 06, 2024. It was reported that the patient was unable to swallow solid foods.

Manufacturer narrative:
Block a4: patient's weight: 135.6 kg. Blocks b5 and h6 (patient codes) have been updated based on the additional information received on august 06, 2024. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e1203 captures the reportable event of patient was unable to eat.